Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's right ventricular (rv) lead was over-sensing noise resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in a stable condition.